Event description:
Dealer alleges the left side screw and peg came out from the frame of the chair causing the front riggings not to attach to trsx5 wheelchair.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.